Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. The patient was enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693065 implantable defibrillation lead, (B)(6) 2007. (B)(4).